Event description:
Result was 406 mg/dl. The user dosed insulin and passed out. Emts were called and when they arrived, they checked the user's glucose and the level was 31 mg/dl. User was treated with an IV and also given juice and milk to drink. The test strips and controls were discarded. The device was replaced and requested to be returned for eval.